Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #k90e2y. The device was returned with the upper jaw detached and the upper tip of the I-blade was broken off, both pieces were not returned with the device. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw and the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that the device broke during an unknown procedure. Customer used a second device to complete the procedure.